Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (hyperlipidemia, end-stage renal disease on hemodialysis, diabetes mellitus) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient presents with lvef 30-35% and a valve mean gradient of 28mmhg after approximately 7 years and 7 months post implant of a 26mm sapien 3 valve in the aortic position. Tte measured ava 0.65. The patient is experiencing shortness of breath on minimal exertion. The patient is being scheduled for a follow up to discuss a valve in valve tavr procedure, but a plan has not been finalized at this time. Imagery was reviewed by an edwards lifesciences clinical imaging specialist, and the CT showed calcification of all 3 valve leaflets. The valve is under-expanded at 22.7mm with 0.5mm added for outer diameter. The valve is positioned at 60:40 aortic: ventricular. Per information recorded from the initial tavr procedure, the valve had been positioned at 80:20 aortic: ventricular. Per the valve clinic coordinator at the hospital, the medical records do not mention implant depth or migration of the valve. Tee report stated that the valve is well seated.